Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of clip falls into the patient in an open state. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-00011 pertains to the first resolution clip device and manufacturer report # 3005099803-2017-00014 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during an endoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was able to open and deploy; however, while releasing, the clip reopened and fell into the mucous membrane. The same event occurred with the second resolution clip. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device noted that the clip assembly was detached from the bushing, but still attached to the control wire through the tension breaker and yoke. The prongs could not be opened but the clip assembly could be deployed. Two clicks were heard and a kink in the control wire was also noted. The prongs were not locked into the capsule. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-00011 pertains to the first resolution clip device and manufacturer report # 3005099803-2017-00014 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during an endoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was able to open and deploy; however, while releasing, the clip reopened and fell into the mucous membrane. The same event occurred with the second resolution clip. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.